Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported at multiple occurrences of the tubing separating from the smartsite y-body causing medication to leak onto the floor. The stated that some of the separation occurred during use on a patient and other separations occurred prior to patient use. The customer reported a total of six separation events. There was no report of patient harm.

Manufacturer narrative:
No product will be returned. The customer provided a picture showing that the tubing was completely separated from the smartsite inlet port. The root cause of this failure was not identified.

Event description:
The customer reported multiple occurrences of the tubing separating from the smartsite y-body causing medication to leak onto the floor. They stated that some of the separations occurred during use on a patient and other separations occurred prior to patient use. The customer reported a total of six separation events. There was no report of patient harm.